Manufacturer narrative:
(B)(4). The reported condition of the device not making a proper seal was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing properly on multiple occasions during a laparoscopic colectomy. Regrasp alarms and end tones were heard during these activation attempts. Monopolar and bipolar devices were used to control the bleeding. There was no injury to the patient. A monopolar device and &#50319;bi&#55319;ere used to complete the procedure.